Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was experienced high blood glucose levels. The customer's blood glucose level was 444 mg/dl at the time of the incident. The customer treated the high blood glucose levels with manual injections. The customer experienced symptoms such as nausea and fatigue. The customer had been using the insulin pump system within 48 hours of reported high blood glucose levels. The auto mode feature was not active during the event. Customer reported they felt okay to troubleshoot. Customer was neither in the emergency room, nor admitted into the hospital. Based on customer reported customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.